Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons broke apart and pieces were left inside. She went to the doctor and it was confirmed that no tampon pieces remained inside.